Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported the patient was experiencing pain at his ipg site. The patient underwent surgical intervention on (B)(6) 2016, where his ipg pocket site was relocated.

Event description:
Follow up information identified the patient is healing nicely and his pain has improved.

Event description:
Follow up information identified the issue is resolved.